Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2022 due to hyperglycemia and diabetic ketoacidosis. Customer's blood glucose was 545 mg/dl at the time of incident. Customer's current blood glucose was 149 mg/dl. Customer was treated with insulin pump and intravenous insulin drip. Customer experienced nausea, vomiting, abdominal pain and difficulty in breathing. Customer stated that they were using insulin pump within 48 hours of the reported event. The auto mode feature was active. Customer stated that the infusion set had leaks near the tubing and was detached. Troubleshooting was performed. No further patient complication was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged infusion set leaking, prime/fill anomaly, possible under delivery and was hospitalized for high bgs and dka found on 09-sep-2022 (per ss event date). However, the customer's note stated the customer alleged nfusion set leaking, prime/fill anomaly, possible under delivery and was hospitalized for high bgs and dka found on 10-sep-2022. Also, on (B)(4)., (B)(4)., initial report was submitted with missing information. Event date was updated in section b3.- customer returned pump for an alleged high bgs found on 10-sep-2022. Unable to confirm infusion set leaking due to pump received without the original infusion set. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. The pump primed properly. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 09-sep-2022 (per ss event date), there was no unexpected alarms/suspends and found dailytotalofbolusinsulindelivered: (41.8 u). 09/09/2022 14:11:39.000 normalbolusdelivered (220) normalbolusamountprogrammed: 26000 (2.6 u) bolusamountdelivered: 26000 (2.6 u) 09/09/2022 15:32:30.000 normalbolusdelivered (220) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 0 (0 u) 09/09/2022 15:40:25.000 normalbolusdelivered (220) normalbolusamountprogrammed: 32000 (3.2 u) bolusamountdelivered: 32000 (3.2 u) 09/09/2022 16:24:41.000 normalbolusdelivered (220) normalbolusamountprogrammed: 33000 (3.3 u) bolusamountdelivered: 33000 (3.3 u) 09/09/2022 16:41:31.000 normalbolusdelivered (220) normalbolusamountprogrammed: 36000 (3.6 u) bolusamountdelivered: 36000 (3.6 u) 09/09/2022 17:07:25.000 normalbolusdelivered (220) normalbolusamountprogrammed: 42000 (4.2 u) bolusamountdelivered: 42000 (4.2 u) 09/09/2022 17:12:31.000 normalbolusdelivered (220) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 0 (0 u) 09/09/2022 18:25:23.000 normalbolusdelivered (220) normalbolusamountprogrammed: 58000 (5.8 u) bolusamountdelivered: 58000 (5.8 u) 09/09/2022 18:45:13.000 normalbolusdelivered (220) normalbolusamountprogrammed: 63000 (6.3 u) bolusamountdelivered: 63000 (6.3 u) 09/09/2022 21:15:00.000 normalbolusdelivered (220) normalbolusamountprogrammed: 33000 (3.3 u) bolusamountdelivered: 33000 (3.3 u) 09/09/2022 22:28:29.000 normalbolusdelivered (220) normalbolusamountprogrammed: 43000 (4.3 u) bolusamountdelivered: 43000 (4.3 u) 09/09/2022 22:37:33.000 normalbolusdelivered (220) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 0 (0 u) 09/09/2022 23:50:01.000 normalbolusdelivered (220) normalbolusamountprogrammed: 52000 (5.2 u) bolusamountdelivered: 52000 (5.2 u). On 09/09/2022 15:32:30.000, a normalbolusamountprogrammed: 750 (0.075 u), the bolus was cancelled by the user and the bolusamountdelivered: 0 (0 u). On 09/09/2022 17:12:31.000, a normalbolusamountprogrammed: 750 (0.075 u), the bolus was cancelled by the user and the bolusamountdelivered: 0 (0 u). On 09/09/2022 22:37:33.000, a normalbolusamountprogrammed: 1000 (0.1 u), the bolus was cancelled by the user and the bolusamountdelivered: 0 (0 u). In further full review of the pump history/traces on the event date of 10-sep-2022 (per customer' note), there was no unexpected alarms/suspends and found dailytotalofbolusinsulindelivered: (9.3 u). 09/10/2022 00:22:19.000 normalbolusdelivered (220) normalbolusamountprogrammed: 43000 (4.3 u) bolusamountdelivered: 43000 (4.3 u) 09/10/2022 01:04:33.000 normalbolusdelivered (220) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found slight corosion on the pcba1 and pcba2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to confirm infusion set leaking due to pump received without the original infusion set. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Prime/fill anomaly was not confirmed. However, during visual inspection found slight corosion on the pcba1 and pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that during fill-tubing process customer stated the insulin was coming out right at the top of the reservoir and not from the needle, also the tubing connector was wet. Displacement test and self test were performed and both passed.

Manufacturer narrative:
The follow up report was submitted with incorrect aware date in the g4 section. The correct date is 9-jan-2023